Manufacturer narrative:
Corrected information: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that "arcus" referred to the aortic arch. There was nothing of note in terms of patient anatomy that contributed to the dislodgement.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the medtronic transcatheter aortic valve (evproplus-26), a pre-dilation was performed with a 20 mm balloon, followed by valve implant. Moderate paravalvular leak was noted, warranting a post-dilation with a 22 mm balloon (true). As reported, the valve was well placed below the left ventricular outflow tract, positioned slightly low at 5-6 mm with norisk of embolization, so the post-dilation was performed. Afterward, the valve remained in place, but when the balloon was almost in the "arcus," the valve dislodged into the ascending aorta, where it remains. A new medtronic valve (another evproplus-26) was subsequently implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: unknown true dilatation balloon; product lot/serial number: unknown; product type: 22 mm dilatation balloon; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.